Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, m7346t301, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 16-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the double swivel elbow became disconnected from the vent circuit. There was no harm to the patient.

Manufacturer narrative:
Method codes: visual inspection, process evaluation, simulated use testing, evaluation method. Results codes: no failure detected, evaluation result. Conclusion codes: no failure detected device operated within specification, evaluation conclusion. Halyard health received one suction catheter. The associated flex connector was not received. The product packaging was received with the sample. The sample was received in clean condition. An unused, non-sterile halyard flex connector was used to assess fit to the male insert of the double swivel elbow (dse) since the associated flex connector was not received. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels although resistance was felt during rotation. The mold identification on the manifold was ¿a¿. The mold identification on the 15mm end of the representative flex connector was ¿k15¿. The 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 6mm. The flex connector was rotated. The dse male insert rotated with the flex connector. Secure connection was observed between the actual suction catheter sample and the representative flex connector. All information reasonably known as of 05-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).